Event description:
It was reported that the right ventricular (rv) lead had apparent t-wave oversensing (twos) with inappropriate therapies. The patient has felt pain, stress, embarrassment, and anxiety as a result of this. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6). (B)(4).